Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to t. He service facility for evaluation. During evaluation, the reported issue of probe cord is disconnected from the probe connector end, with wires exposed was confirmed. The site rite 8 was visually inspected upon receipt and was found to have damage. The strain relief has broken away from the connector housing. The root cause of the reported issue is use of device. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Probe cord is disconnected from the probe connector end, with wires exposed.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Probe cord is disconnected from the probe connector end, with wires exposed.